Manufacturer narrative:
Thirteen units were returned from the field. The product was evaluated and all of the units were confirmed as having reversed tubing. Product manufactured before and after the reported lot number were inspected. No units were found with reversed tubing. Reported failure appears to be an isolated incident. Corrective actions were implemented at the manufacturing location that will prevent future occurrences of reversed tubing.

Event description:
While priming a 500ml feeding set, it was noticed by the user that the fluid was running in reverse. No patient injury reported.